Event description:
It was reported that during a device changeout procedure, the pace/sense portion of the right ventricular (rv) lead was connected to the new device, and failed to capture. The patient subsequently became asystolic, and the lead was quickly reconnected to the old device, where normal capture was observed. The lead was then reconnected to the new device, and was functioning normally. It was suspected that the lead connector had not been inserted the entire length into the device during the first connection. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.